Manufacturer narrative:
The subject device was disposed.

Event description:
It was reported that the balloon guide catheter ruptured during the procedure for a stroke case. There were no reported clinical consequences to the patient.